Event description:
It was reported that during a case the tip of the device broke into the pt's shoulder. It was further reported that there was a delay to retrieve the tip from the pt's shoulder. Further, there were no other adverse consequences reported.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.